Event description:
It was reported that bd plastipak¿ syringe with luer lock had foreign matter in the unsealed pack. This was discovered before use. The following information was provided by the initial reporter: our manufacturing unit has identified a problem with your 10.0ml syringes where the inside of the packaging is contaminated with a black oily substance, the syringe packing is also unsealed with extra packing material in and around the package.

Manufacturer narrative:
H.6. Investigation: nine samples and five photos were provided to our quality team for investigation. Upon visually inspecting the samples, paper pieces and dirt are observed inside the packaging, one seal noted to be opened as a result of the paper being inside the sealing cord. A device history record review did not reveal any documented quality issues during the production of lot number 1907009 that could have contributed to this incident . During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper and they are rejected to scrap by a vacuum system. Although we could not identify a direct issue, it was determined that a failure in the vacuum system resulted in improper rejection of the extra paper and film pieces, which caused them to be sealed within the reported blister packages. The dirt that was observed was determined to be grease from the chains that guide the film and paper. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe with luer lock had foreign matter in the unsealed pack. This was discovered before use. The following information was provided by the initial reporter: our manufacturing unit has identified a problem with your 10.0ml syringes where the inside of the packaging is contaminated with a black oily substance, the syringe packing is also unsealed with extra packing material in and around the package.